Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported to have received a no delivery alarm. Customer's blood glucose was 200 mg/dl and blood glucose as the time of call was 501 mg/dl. Customer also reported that display screen was damaged and there was missing segments on bottom left corner of display screen. Customer was advised that no delivery was potentially due to site issue since insulin pump delivered insulin when removed from body. Customer was advised that insulin pump would need to be replaced.